Manufacturer narrative:
No conclusion can be draw as conclusive repair imformantion is unavailable at this time and no additional servise information was provided.

Event description:
The customer reported that x-rays stay on after releasing the x-ray switch resulting in uncommanded x-ray. No patient injury was reported.